Event description:
This ra lead was implanted on (B)(6) 1999 and had an unknown explant date. A report received on 4/26/2017 stated that this lead was explanted due to infection. The physician was dr. (B)(6) at (B)(6) center in (B)(6), ca. No other information is available this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).